Event description:
As reported by the edwards field clinical specialist, approximately one month after the initial tavr procedure using a 29mm sapien 3 ultra resilia (s3ur) valve, the patient presented symptoms of hemolysis. A tee revealed mild-to-moderate paravalvular leak (pvl) with two jets. The patient underwent re-dilation using a commander delivery system with an added 3ml (total 36ml), which successfully reduced pvl to trace. The initial implant had been performed at nominal volume, and the annulus was noted to be oversized. Subsequently, the patient underwent double valve surgery: the s3ur valve was explanted from the aortic position, and a non-edwards surgical valve was implanted in the mitral position due to native mitral disease

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) h11 to reflect engineer investigation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device as it remains in the patient, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and it was revealed trace to mild and moderate paravalvular leak (pvl) was observed. Calcification was observed on the native annulus. The patient had an oversized native annulus with an area of 741.2mm2 compared to the recommendation range from a 29mm sapien 3 ultra resilia valve of 540-683mm2. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for post-implantation paravalvular leak has been confirmed based on the relevant imagery provided. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. In this case, available information suggests patient factors (oversized native annulus) likely contributed to the event. The patient had oversized native annular for the size 29 mm thv, so the implanted valve could have the challenge to anchor onto the target site, leading to improper seal against too the target site with paravalvular leak. Therefore, post-dilation with additional 3 cc was performed to reduce the paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings based on recent provided imagery. Update to h11 to reflect engineering evaluation updates for imagery. Based on the reviewed imagery, it was confirmed that patient factors (oversized native annulus) and/or procedural factors (undersized thv) may have contributed to the complaint event. A 30-day echo revealed mild to moderate paravalvular leak (pvl) with 2 jets (posterior and lateral). A balloon valvuloplasty (bav) reduced the pvl to trace to mild.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records. Update to b7 (other relevant history, including preexisting medical conditions), and h11 to reflect review of medical records. Upon review of medical records, an echo (tte) at 30 days post tavr revealed an ejection fraction (ef) of 55-60%, aortic valve area (ava) 1.99cm2, mild pvl (2 to 3 o'clock). Approximately 2 months and 26 days post tavr, the patient was presented with pvl resulting in transfusion-dependent hemolytic anemia that had persisted despite balloon aortic valvuloplasty (bav). The tavr and mvr were explanted. A surgical aortic valve replacement (savr) course complicated by a-fib and various arrythmias. At one month post tavr explant, follow-up from avr, mvr, laal and asd closure on day of explant, the patient had renal and anemia post-surgery which finally stabilized upon discharge.